Event description:
It was reported that during a lap roux-en-y procedure, the tissue pad starting coming off proximally. The device was smoking a lot. They pulled the device out and got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.